Event description:
A malfunction alarm with code malf 12 was reported, and it did not have an adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in performing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues happened again, which the customer understood.